Manufacturer narrative:
The ge service rep could not duplicate the problem. However, he reseated the generator pcbs and video connectors. System is operating as intended.

Event description:
The customer reported that during a pain case the system quit making fluoro exposures in the middle of a case. A second c-arm was brought in to complete the case. There was no injury to the patient.